Event description:
A breast biopsy attempt was made using the intact breast lesion excision system (formerly the en-bloc system), however the targeted calcifications were missed. The sample was mistargeted with the first wand (probe). When re-targeting with a second wand, the vacuum shut down (was found to be incorrectly plugged into the controller isolation transformer). The transformer was reset and the procedure continued with a third wand. The vacuum shut down again, during the procedure, due to the vacuum overheating. The procedure was abandoned and the patient reportedly scheduled to come back for another procedure as the targeted specimen was not retrieved.

Manufacturer narrative:
An intact medical sales representative and clinical specialist were on-site conducting training during the reported case and were able to evaluate the use of system at that time. The first attempt missed the target specimen. The second attempt failed due to an incorrect set-up of the equipment. The third attempt failed due to overheating of the vacuum (overuse). An incision was made and then closed w/o obtaining a tissue sample.